Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a atherectomy procedure of the moderately calcified, left superficial femoral artery (sfa), the armada balloon was prepared for use without issue. During inflation to 10 atmospheres (atm), a slow leak was noted. The connections were checked and the pressure increased again, but the slow leak was noted. The device was removed from the anatomy and a leak was detected between the hub and shaft of the device. A good result was achieved and the procedure was concluded. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.